Event description:
It was reported that after pairing a new phone to the ilet, the user¿s freestyle libre 3 plus sensor would not read and the ilet displayed a prompt to start the sensor; multiple rescans through the ilet app were unsuccessful despite bluetooth toggling and scan guidance, and the user was warm transferred to abbott, who arranged a sensor replacement. Symptoms included no glucose data from the sensor. Outcomes included a disruption of continuous glucose monitoring and a transfer to the partner manufacturer for resolution. Investigation included user troubleshooting, app-based rescanning attempts, and coordination with the sensor manufacturer. Investigation of this case revealed a sensor communication or activation failure. It was concluded that the event was related to the cgm sensor¿s inability to establish a successful scan and was addressed by the sensor manufacturer through replacement.